Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to overwritten history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked case at the display window corners, cracked battery tube thread and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 156 mg/dl at the time of incident. The customer indicated that he pump was not able to be rewound. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.